Manufacturer narrative:
This file was raised to capture acute kidney injury (related to the device). Based on the information available it has been assessed that this file will investigate adverse event ¿ infection. Should more information become available the file will be updated accordingly. Medical advisors input was provided to aid this investigation. Device evaluation: 01 x rms-060022-r device of lot number c1646870 was not returned to cirl for evaluation. Therefore, with the information provided, a document-based investigation was conducted. This file is related to (B)(4) from (B)(4) which will capture stent dislodgement and (B)(4) which will capture heavily calcified metal stent. Lab evaluation: the device evaluation could not be completed as the device was not returned for evaluation. Manufacturing records: prior to distribution all rms-060022-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Review historical data: a review of the manufacturing records of lot c1646870 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records of lot number c1646870 confirms the failure mode has not previously occurred for this work order. It should be noted that the instructions for use (ifu0020) states the following: "potential adverse events associated with indwelling ureteral stents include: infection.¿ as per instructions for use, ifu0020, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable." The IFU goes on to state "patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage. There is no evidence to suggest the user did not follow the IFU. Image review n/a. Images were not provided. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as the IFU which accompanies this device lists infection as a known complication associated with the use of the device. It is also possible patients pre-existing condition could have led to infection (acute kidney injury). Confirmation of complaint: complaint is confirmed based on the customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: complaint is confirmed based on the customer and/or rep testimony. Failure identified: acute kidney injury/infection- 01 device confirmed used. According to the initial reporter, the patient required and additional procedure and the device was removed emergently due to complication of stent dislodgement and encrustation and was a device deficiency. A definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as the IFU which accompanies this device lists infection as a known complication associated with the use of the device. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 31 jul 2024.

Event description:
As reported to customer relations via observational post market study complaint form "on (B)(6) 2020 the device was placed due to chronic hydronephrosis via cystoscopy with retrograde pyelogram. Placement was confirmed via fluoroscopy. Pt presented to ed (B)(6) 2020 with infection symptoms which site reported as uti and aki related to the device. Device was removed emergently on (B)(6) 2020 due to stent dislodgement (B)(4) with encrustation and was a device deficiency (already reported (B)(4)). Thick, purulent effluvium released after new stent placed. Note: stent location = right ureter. Indwell time = 105 days. Patient outcome: another non-cook stent was placed after the index device was removed. Patient/event info - notes: no manufacture additional questions were asked as this is a pmcf study complaint. (B)(4)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.